Event description:
It was reported that the sensor broke. The customer stated that she was trying to prepare a sensor to be inserted, the long tubing stuck up inside of the sensor. She noted that the sensor separated from the part that went under her skin, but she was unable to insert it into her skin. She did not know the blood glucose reading. She reported that she had experienced this sensor anomaly with multiple sensors. She was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor needle hub separated from the sensor base and the needle was retracted inside of the needle hub. Unable to perform insertion due to the complaint is against the insertion device.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.